Event description:
Procedure: diagnosic laparoscopy. Reportedly, the pyramid blade on the trocar damaged the safety shield and the trocar sleeve. The surgeon reportedly had to widen the skin incision to remove the device. It was also reported that the sleeve stuck to the pt's skin. No pt injury reported.